Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Caller reported the insulin delivery path connector separated from the tube and insulin leaked out. No adverse event reported. Transfer set not available for return.